Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified a distal circumferential fracture, along with mild debris around the red dot. A distal circumferential fracture has the potential for forward firing; therefore, a forward firing test was performed and resulted in an output which was above the threshold for potential patient harm. The fiber was functionally tested with the hene (helium-neon) laser fixture. The testing conducted did not identify signs of breakage along the length of the fiber. The connector cone, segments, and tabs appear in good condition and secured. The fiber did not pass the connector segment verification test due to corrosion in the connector. The control knob is attached and aligned with fiber and can rotate the fiber. It is likely that the event was caused by excessive force and/or bending of the fiber during use and/or cleaning. Based on information available, a conclusion code of unintended use error cause or contributed to the event was assigned to this investigation.

Event description:
It was reported that the device mode changed from standby to ready during use, and when irradiation was attempted again, it became unusable. The procedure was completed with another fiber. There were no patient complications. Analysis of the returned device identified a distal circumferential fracture with a rate of forward firing above the 10% threshold for potential patient harm.